Event description:
The facility reports that while lifting the resident in the medi-lifter 4, the sproader bar detached from the boom of the lift. Patient fell to the floor, but was not injured. The two care givers were not injured.